Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the food and drug administration that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of less than 40 mg/dl at the time of the incident. The customer was at 50 mg/dl at one point during hospitalization but otherwise has been normal. The customer experienced symptoms such as being cold, unresponsive, unconscious, and foaming at the mouth. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Pump upload showed the patient received two software errors that suspend insulin delivery and must be manually resumed. Because the second error happened while the customer was asleep, they went 5 hours without insulin delivery and their levels rose to over 400 mg/dl. The customer had performed a set change before the low occurred and had given 2 boluses of over 20 units. The insulin pump will not be returned for analysis.